Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the right ventricular lead integrity alert, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2016, v sensing integrity counts up to 4124; vt-ns episodes and vf episodes detected with evidence of lead noise oversensing leading to inappropriate shock. On (B)(6) 2016, rv pacing impedance rose to 4047 ohms up from a trend in the 342-494 ohm range. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several inappropriate shocks due to noise on the right ventricular (rv) lead. There was a high threshold, high impedance and pacing lead impedance grew suddenly after patient fall. The lead was abandoned and replaced. No further patient complications have been reported as a result of this event.